Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 and 4.2 had failed, with no lights present on the module controller or drawer controller. A field service engineer (fse) used a meter to verify that the 4.1 drawer controller was defective, replaced the drawer controller, and also replaced the module controller. Diagnostics confirmed that the drawer functioned properly, and the customer successfully tested the drawer in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height drawer in the med rx pyxis was not functioning. Attempts to recover storage space resulted in a ¿not detected on bus¿ error and the circuit board lights for the half height drawers were found to be off. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.